Manufacturer narrative:
Device evaluation by MFR.: synergy ii us mr 4.00 x 20 stent delivery system was returned for analysis. There was no guidewire/guide catheter returned with device. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A 0.014" guidewire loaded through distal tip and exited port bond without issue. No issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 4.00 x 20 synergy drug-eluting stent was selected for use. However, the stent was stuck when it was being loaded onto a non-boston scientific guide wire. Both devices were removed together from the guide catheter. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 4.00 x 20 synergy drug-eluting stent was selected for use. However, the stent was stuck when it was being loaded onto a non-boston scientific guide wire. Both devices were removed together from the guide catheter. The procedure was completed with another of the same device. No patient complications nor injuries were reported.